Event description:
During an angioplasty of right sfa, the balloon ruptured circumferentially and could not be removed. A piece of the balloon remained inside the patient. Per the information provided, a puncture was made on opposite side, and the piece of the balloon was removed with a snare.

Manufacturer narrative:
Removal of foreign body is not labeled. Balloon rupture is addressed in the IFU. Product was returned in a used and damaged condition. Per dfmea (design failure modes and effect analysis) balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure is documented in the IFU and label. The device is inspected per quality control specifications to ensure bonds and balloons are undamaged. Each device is leak tested. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. The returned product is too extensively damaged to make any examination. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. Inflation pressures were not provided and the patient anatomy was not described. In the absence of complaint detail it is difficult to determine factors other than patient anatomy that may have contributed to this complaint. Due to this absence of detail the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis.